Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent blood glucose (bg) levels in the 400 mg/dl range. Reportedly, the customer believed the pump settings were input incorrectly into the pump by a clinical diabetes specialist. Customer delivered boluses to address bg levels. Recommendation was made to discuss diabetes management with a health care professional.